Event description:
It was reported there was resistance when inserting the guide catheter into the blood vessel near the clavicle. It was noted the tip of the catheter was "pulled up". The guide catheter was replaced with a new one and was inserted into the blood vessel. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4). The catheter was returned, analyzed, and the tip of the catheter is damaged. It was also noted that the catheter was kinked 3.6 cm from the tip and it was damaged at implant.